Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap nissen. According to the reporter: the suture broke from the needle during surgery. There was no tissue loss, no tissue damage, no extension of the incision, no blood loss greater than 500 cc, no delay in surgical time over 30 minutes and no device fragment fell into patient.